Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe monopolar energy was not functioning, and initial troubleshooting included confirming cable connections, swapping the energy cable, and power cycling the erbe unit, with no change in behavior and no error messages observed. The system continued to show no energy output, and the team opted to use an alternative energy source without completing further troubleshooting at that time. In a subsequent follow-up, it was confirmed that both monopolar and bipolar ports were nonfunctional despite testing with different cables and instruments. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a vessel sealer with the e-100 generator, with no conversion to laparoscopic or open surgery. There was no patient injury and no surgical delay reported. No procedures were aborted after port placement, and no subsequent cases required conversion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found the integrated electrosurgical unit (iesu) or erbe disconnected at the video processor (vp) and reconnected it to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause was traced to the erbe disconnection at the vp.